Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the involved angio-seal device had no backflow of blood observed. The physician could not observe the flow of blood from the drip hole, when the physician threaded the arteriotomy locator/insertion sheath assembly over the guidewire. The physician could not find out the root cause. Therefore, the device was not used and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. No health damage to the patient. Estimated blood loss was less than 250 cc. The procedure before deploying the device was ppi (percutaneous peripheral intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. Medium calcification was observed. There were no other devices or equipment used with the reported device.